Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibit tube push off from the acquisition device and the 1st tube used is underfilled. The tube is replaced and fills normally. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. After review and analysis of the customer photo, the tube on the right within the photo experienced underfill. However, there is no evidence of tube push off based on the analysis of the customer photo. Functional tests were conducted on 20 retained samples for low or no draw, and all tubes were within specification. Another set of functional tests on 20 retained samples showed that none failed for tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibit tube push off from the acquisition device and the 1st tube used is underfilled. The tube is replaced and fills normally. There was no health impact or consequences reported.